Event description:
The event is reported as: the customer alleges that while in use on a patient, the isis adapter became disconnected where the tubing and purple meet. Another isis suction adapter was connected without incident. No report of a patient injury or harm.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.